Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedances. No noise was noted. The high out of range pacing impedances were confirmed on the rv lead by technical services (ts), and troubleshooting options were provided. No adverse patient effects were reported. Additional information was received. Non-invasive programmed stimulation (nips) was performed. This lead remains in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedances. No noise was noted. The high out of range pacing impedances were confirmed on the rv lead by technical services (ts), and troubleshooting options were provided. No adverse patient effects were reported. Additional information was received. Non-invasive programmed stimulation (nips) was performed. This lead remains in-service at this time. No additional adverse patient effects were reported.